Event description:
It was reported the physician was completing an arthroscopic tissue repair using a speedfix suture implant. The anchor was placed in the glenoid and the suture was secured with a knot. Upon testing the pt's range of motion in abduction and external rotation, the suture slipped out of the implant. A new bone hole was drilled and a new implant was placed. The procedure was completed successfully. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. The lot number was not provided by the reporter; therefore, no mfg or expiration date can be provided.